Event description:
It was reported that the pump indicated a data log corruption. It was also reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 222 mg/dl.